Event description:
A journal article was reviewed which contained information regarding this implantable loop recorder (ilr). Information obtained through follow up indicated that the ilr was explanted due to decubitus. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: implantable loop recorder allows an etiologic diagnosis in one-third of patients - results of the (B)(4) reveal registry. Circ. J. 2013;77(10):2535-2541. (B)(4).